Manufacturer narrative:
( Additional phone number): (B)(6), (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "exchange of textured devices due to patient's concern with product" .

Event description:
Healthcare professional reported rupture and "exchange of textured devices due to patient's concern with product" against right device. Device has been explanted.